Event description:
Health professional reported, "pt experienced loss of restriction. Access to the port demonstrated lack of fluid in band. During port replacement procedure. Leak noted where the wide part of the tubing joins the normal diameter sections lack of fluid in band.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number an implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."